Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" passer has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the spectrum autopass suture passer in a rotator cuff repair arthroscopy procedure on (B)(6) 2017, the "trigger stuck and front part" of the lower jaw broke off in the surgical site. As reported, the breakage occurred while the passer "held the tendon" and it broke right after the surgeon was pressing the trigger. The broken piece was safely retrieved with no problems noted. The procedure was otherwise completed as planned with approximately 10-minutes delay and no patient injury. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
Visual inspection of the returned spectrum autopass suture passer verified that the trigger and front part of the device were broken. The instrument was deemed as "unrepairable". In this instance, the exact cause of the reported breakage was unable to be determined. However, evaluations of similar complaints from the r&d engineer revealed that this type of breakage likely occurs due to non-surgical handling that initiates a critical weakness in the lower jaw. If the weakened jaw is undetected before use, ultimate failure of the lower jaw may occur during use. This device was manufactured on 03-jun-2016. A 2-year review of complaint history shows a total of 22 complaints of device breakage and 13 of which were considered reportable events including this one. To date, there have been no patient long term adverse effects resulting from this type of incident or the use of this device. The spectrum® autopass suture passer is a manual device intended to pass #2 suture material through soft tissue in arthroscopic procedures. The device is reusable, sold non-sterile. The suture passer consists of a cannulated shaft attached to a handle containing the device's controls. The shaft contains jaws at the distal end for grasping and manipulating tissue, and a suture capture mechanism. The device's controls consist of two levers, one to actuate the jaws and one to control needle deployment and suture retrieval mechanism. The suture passer is designed to be used with a 5.5mm or larger cannula. The instructions for use (IFU) provides the following contraindications, precautions and warnings: contraindications: pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. Device is not to be used on bone or similar hard tissue. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean suture passer properly after each use. Instruments should be stored in the shoulder restoration system tray to protect the features. If used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism.